Event description:
It was reported that the patient experienced a lack of therapeutic effect following a fall. The fall occurred around new year's eve and the patient experienced weakening stimulation until february when stimulation ceased. The patient's battery was fully charged. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).